Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an spinal cord stimulation (scs) system explant procedure and was doing well postoperatively. No device malfunction suspected. The explanted device components will not be returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560, model: sc-2408-56, serial: (B)(6), batch: 7084332 /7084408.